Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the device was shutting off unexpectedly. Patient reported that her battery was shutting off for unknown reasons. Patient reported she had her system for a while and was quite savvy with her programmer. Issue was not resolved at this time. Additional information was received from the rep. It was reported that the cause was unknown. No actions have been taken to resolve the issues. The issues have not been resolved. Additional information received from the consumer reported that her current implant was shutting off and zapping her at different times. The patient first noticed the issue in (B)(6) 2018. The patient stated that the implant would shut off even when it was fully charged and sometimes three times in a day.

Event description:
Additional information received from the patient on (B)(6) 2018 indicated that they never got an appointment with the manufacturing representative to get their device issues resolved. The patient mentioned that they are a ¿snow bird¿ and are in (B)(6), so they don¿t have a healthcare provider there. Patient services sent the patient physician listings. Additional information received from the patient on (B)(6) 2018 indicated that their device was intermittently shutting off, which was causing strong surges to their knee and upper thigh. They added that the surges are happening more frequently; one day it happened 3 times. The patient stated that they have not seen a physician regarding these issues yet. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.